Manufacturer narrative:
Device evaluation: the device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported that a foreign object was identified in the fluid path of the transducer included in the kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and no contamination was found. The complaint is unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and some similar complaints for this lot number were found.